Event description:
In early 2009, the patient reported she has experienced elevated blood glucose readings of 183 mg/dl to 459 mg/dl over the "last few days." Her normal range is 130-135 mg/dl and, in the mornings, 90-100 mg/dl. Symptoms are headache and dry mouth and she treated her elevated readings by bolusing insulin. To troubleshoot, the patient was instructed to check her profile on her insulin infusion device screen. The patient confirmed she is in profile 1 which is programmed for 16.8 units which she believes is the correct rate. She stated she drank sweet tea today which may be affecting her afternoon readings. She stated her elevated readings began on the day prior, and she changed her infusion headset that day. She changed her cartridge today as it was low and also changed her headset and tubing. She said she could have skipped a bolus. She stated she uses u500 insulin in her cartridge and has recently had a change in medication. Troubleshooting did not find product issues. Further attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.